Manufacturer narrative:
The product investigation was reopened to clarify/correct the investigation findings which resulted in the following updated investigation on 02-sep-2024. The device was received at biosense webster (bwi) for evaluation. Visual inspection, temperature and impedance and irrigation tests of the returned device were performed following bwi procedures. Visual analysis was performed, and reddish material was observed inside the pebax; evidence of separation between the pebax and the electrode was observed. A temperature and impedance test was performed and no temperature values were observed. An irrigation test was performed, and the device was irrigating correctly. No irrigation issues were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the high temperature issue reported by the customer. The potential cause of the pebax separation could be related to the manipulation of the device during or after the procedure, however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: do not immerse the proximal handle or cable connector in fluids. Electrical performance could be affected; when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body; to remove any coagulum, if present, a sterile gauze pad dampened with sterile saline may be used to gently wipe the tip section clean. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to further investigate the force sensor sleeve insolation to prevent fluids to get inside into the device. Updated explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿high temperature¿ issue. In addition, the biosense webster inc. Analysis finding of the ¿reddish material inside the pebax and evidence of separation between the pebax and the electrode¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and the electrode. Initially it was reported that when in qmode plus, they got an error on the ngen generator stating that the temperature slope is too high. Changing out the catheter cable did not resolve the issue. Changing out the qdot micro catheter resolved the issue. The procedure was continued and subsequently completed. There was no patient consequence reported. Additional information was received. The system stopped the ablation when the cut-off was exceeded. It did not ablate at all when the system reached the temperature cut-off value. The generator parameters and thresholds were unknown. This was a catheter issue and not a generator issue. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 08-jul-2024, reddish material was observed inside the pebax. Evidence of separation between the pebax and the electrode was also observed. The event was originally considered non-reportable, however, bwi became aware of a separation between the pebax and the electrode on 08-jul-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 19-jun-2024. The device evaluation was completed on 08-jul-2024. Visual analysis was performed and reddish material was observed inside the pebax; evidence of separation between the pebax and the electrode was observed. A temperature and impedance test was performed and no temperature values were observed due to the corrosion on the printed circuit board (pcb). An irrigation test was performed, and the device was irrigating correctly. No irrigation issues were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The corrosion observed on the pcb and the reddish material inside the pebax could be related to the high temperature issue reported by the customer. The potential cause of corrosion could not be determined since no water leakage was observed during the irrigation test. The potential cause of the pebax separation and reddish material could be related to the manipulation of the device during or after the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: do not immerse the proximal handle or cable connector in fluids. Electrical performance could be affected; when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body; to remove any coagulum, if present, a sterile gauze pad dampened with sterile saline may be used to gently wipe the tip section clean. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to further investigate the force sensor sleeve insolation to prevent fluids to get inside into the device. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿high temperature¿ issue. In addition, the biosense webster inc. Analysis finding of the ¿reddish material inside the pebax and evidence of separation between the pebax and the electrode¿. -investigation findings: inappropriate material (c0602) / investigation conclusions: cause not established (d15) / component code: circuit board (g02005) were selected as related to the customer¿s reported ¿high temperature¿ issue. Manufacturer's reference number: (B)(4).